Event description:
It was reported that the pulse generator was interrogated while still in the box. The device exhibited backup operation. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.